Event description:
A worker with a history of bronchitic asthma was hospitalized for asthma after she worked in a room where disopa is used for high level disinfection. It was reported that the windows in the cleaning room were closed all the time and 2 of the ventilators were not successfully working. The worker recovered and was subsequently transferred to a unit where she will not be exposed to the product.